Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the device was prophylactically explanted and replaced during a lead revision as it is affected by the field safety corrective action, bio-lqc, initiated in march 2021. The ICD was implanted and active for approx. 8 months. The device was not returned and it was reported that the patient does not consent to the product analysis.